Manufacturer narrative:
Additional information: h6: type of investigation, h11. H11: a review of the event history log (ehl) revealed occurrences infusions without any abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused etoposide during patient therapy. The etoposide was supposed to be a 24 hour infusion but the bag ran dry (alarming for air in the line) 50 minutes early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.